Event description:
It was reported that the o2 and med. Air circuits were switched during a complete service of the agila after 12 years. In response to requests, there were no health consequences for the patient. In the event of a recurrence, an injury can not be excluded.

Manufacturer narrative:
The reported event that a dräger service technician mixed up the o2 and air connections on the ceiling connection during the general maintenance of an agila ceiling supply unit after 12 years was confirmed. This was not noticed because the technician failed to carry out a gas leakage test after completing the maintenance due to a deflection, but the test card was still closed electronically. The information provided, including communication and service instructions, was available for the investigation. A repair was carried out immediately after the customer was informed and dräger service technicians checked the installations at the customer's site as a precautionary measure, without any further deviations. The instructions for the approval tests in the dräger instructions for use and test specifications are correct. Human error during the approval test was identified as the cause in this case. All technicians in switzerland will be trained until q1 according to the manufacturer's service specifications. Connected anesthesia and respiratory devices have fio2 monitoring and alarm in the event of a deviation in the measured o2 gas. In response to our requests, we were informed that there were no health consequences for the patients. The results of the investigation did not reveal any new risks that are not covered by the product risk management file.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the o2 and med. Air circuits were switched during a complete service of the agila after 12 years. In response to requests, there were no health consequences for the patient. In the event of a recurrence, an injury can not be excluded.